Manufacturer narrative:
(B)(4). The patient had to get the device replaced as a result of the product problem. Medwatch report numbers 1820334-2017-02446 and 1820334-2017-02447 are related. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the hubs were falling off after the procedure was complete. New drainage catheters were placed and the faulty catheters were removed. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.